Event description:
The pca pump was placed for post-operative pain control. The pt arrived in the ward at 1125 awake and with good vitals. At approx 1500 during rounds, the pt was noted unresponsive, not breathing and cyanotic. The pt was resuscitated, intubated and recovered after 1 1/2 days in the ICU.

Manufacturer narrative:
Eval summary: the pump was received for eval with a 50ml medication reservoir attached. The reservoir contained 36.62ml of a clear fluid. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The device history was reviewed. The log shows that nine demand doses were administered on (B)(6) 2012 over a span 4 hr 08 min. The first eight doses occur within a 1 hr 06 min span, and the last dose occurs 3 hr 02 min after that. The programmed dose lockout time is 5 minutes. A check of the dose entries confirms that there are no violations of the lockout window despite a total of 30 doses being attempted. The programmed limit for doses per hour is 8; again there are no violations. The programmed continuous rate is 0000.00 mg/hr. The rx settings show the final given volume to be 10.80 mg. This is correct for 9 demand doses at the programmed 1.2 mg each. The starting res vol was 43.0 ml and the final res vol was 37.6, for a net delivered volume of 5.40 ml. This is correct for the programmed concentration of 2.0 mg/ml. No operational or functional failure was detected and the product was within spec. The pump operated as programmed.